Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose levels were 36 mg/dl and 547 mg/dl. The customer¿s current blood glucose value was 167 mg/dl. The customer treated high blood glucose value with bolus and low with soda. The customer did not want troubleshooting. The insulin pump will not be returned for analysis.